Event description:
It was reported a patient underwent a right shoulder arthoplasty approximately 9 years ago. Subsequenlty, patient was revised about 2 weeks ago. Loosening of humeral stem and fracture on scapula. Revision surgery delayed until patient medically fit.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00430001113, modular humeral stem 11 mm stem diameter 130 mm, lot # 60016771 catalog #: 00430008600, glenoid component pegged 46 mm diameter articular surface, lot # 77709100. Report source: australia. Device evaluated by MFR: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02500, 0001822565-2022-02502.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event.